Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. This complaint was received as part of a clinical survey. The customer filling in the survey opted to remain anonymous. Contact information and specific patient details were not disclosed as part of the survey. As such, additional information and the subject sample cannot be obtained. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported as part of a focus survey: PICC leak discovered due to fluid loss from the insertion point; there was no visible hole. PICC removed and hole was discovered at 4cm depth mark. PICC was in place for 24 days when the leak was discovered. The patient was reportedly leaning on a crutch on the same arm where she carried the PICC. PICC was inserted in the brachial vein with a total length of 55cm. The exit site marking was reported as 4-5cm with 0cm left external to the patient. PICC was locked with "ssf" and secured with bard statlock device. PICC was dressed straight along patient's arm. PICC cleaned with chlorhexidine solution 2% from a bottle. Patient received oncology treatments "rituximab-ciclofosfamida-vincristina-vinblastina". Patient was on the oncology hospital unit when leak was discovered. PICC was not used for CT scans or power-injection and there were no occlusions in the PICC during use. Patient was at home with PICC but the patient nor caregiver provided catheter maintenance while at home, no known physical activities took place. No xray images are available for this incident. No other information was provided.